Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker and another manufacture's right atrial (ra) lead was being seen in clinic. Upon review of device therapy history, it was noted that the system displayed noise and oversensing that lead to inappropriate atrial tachy response (atr)s. Isometrics were performed which was able to reproduce noise. Impedances were noted to range from 390-459 ohms. The patient reported feeling palpitations and experiencing lightheadedness. A save to disk was sent in for boston scientific engineering review. It was believed that the device's minute ventilation (mv) signal was being sense on the ra channel. The ra lead was also suspected to have high impedance measurements. The device's mv feature was programmed off. It was also reported that the patient's cardiologist believed that the ra lead was experiencing undersensing which was causing pacemaker syndrome. Atrial sensitivity was reprogrammed with no further issues. The system will continue to be monitored. No adverse patient effects were reported.